Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and cerebrovascular accident ('neurological conditions or problems type: stroke') in a (B)(6) year old female patient who had essure (ess205) (batch no. 626214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes in 2006, depression in 2004, weight loss, hypertension and gastrectomy. Concurrent conditions included angioma, brain tumor, gallstones, diarrhea, iron deficiency anemia, upper back pain, hemangioblastoma, suicidal ideation, thoracic spondylosis and skin rough. Concomitant products included fluoxetine hydrochloride (prozac), insulin, naproxen (naprosyn e) and omeprazole. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), cerebrovascular accident (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), 1 month 21 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced adnexa uteri pain ("in her ovaries pain/pain"). On (B)(6) 2008, the patient experienced urinary tract infection (", infection (bladder/ urinary tract/vaginal) type: uti's"), dysmenorrhoea ("dysmenorrhea (cramping), cramping,"), dry skin ("rashes or skin conditions type: dry skin"), migraine ("migraines / headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and constipation ("gastrointestinal or digestive system condition type: constipation"). On (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: cysts on the ovaries"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headache"), diabetes mellitus ("diabetes") and von hippel-lindau disease ("von hippel-lindau disease"). The patient was treated with acetylsalicylic acid (baby aspirin) and surgery (bilateral salpingectomy, bilateral oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, cerebrovascular accident, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, adnexa uteri pain, anxiety, dry skin, migraine, nausea, dyspareunia, fatigue, vaginal discharge, constipation, ovarian cyst, headache, diabetes mellitus and von hippel-lindau disease outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, cerebrovascular accident, constipation, cystitis, diabetes mellitus, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and von hippel-lindau disease to be related to essure (ess205). The reporter commented: previously reported inserted essure insertion date was 2016 essure did not worsen a previously existing injury/condition plaintiff was taking benlasaeine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram in (B)(6) 2006: total bilateral occlusion, everything was fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: fu 7,8,9,10 processed together. Pfs+mr received. New events: psychological or psychiatric problems condition: anxiety , rashes or skin conditions type: dry skin, migraines/headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, gastrointestinal or digestive system condition type: constipation, other injury(ies) or complication please describe: cysts on the ovaries, lower abdominal pain, headache, diabetes and von hippel-lindau disease were added. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Past medical history added. On 24-jul-2020: mr received. New reporter and concomitant conditions were added. On 14-jul-2020: mr received. New reporters, concomitant condition and past medical history added. On 24-jul-2020: pif received. No new clinical information added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 34-year-old female patient who had essure (ess205) (batch no. 626214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes in 2006, depression in 2004, weight loss, hypertension and gastrectomy. Concurrent conditions included angioma, brain tumor, gallstones, diarrhea, iron deficiency anemia, upper back pain, hemangioblastoma, suicidal ideation, thoracic spondylosis and skin rough. Concomitant products included fluoxetine hydrochloride (prozac), insulin, naproxen (naprosyn e) and omeprazole. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), cerebrovascular accident ("neurological conditions or problems type: stroke"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), 1 month 21 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced adnexa uteri pain ("in her ovaries pain/pain"). On (B)(6) 2008, the patient experienced urinary tract infection (", infection (bladder/ urinary tract/vaginal) type: uti's"), dysmenorrhoea ("dysmenorrhea (cramping), cramping,"), dry skin ("rashes or skin conditions type: dry skin"), migraine ("migraines / headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and constipation ("gastrointestinal or digestive system condition type: constipation"). On (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: cysts on the ovaries"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headache"), diabetes mellitus ("diabetes") and von hippel-lindau disease ("von hippel-lindau disease"). The patient was treated with acetylsalicylic acid (baby aspirin) and surgery (bilateral salpingectomy, bilateral oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, cerebrovascular accident, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, adnexa uteri pain, anxiety, dry skin, migraine, nausea, dyspareunia, fatigue, vaginal discharge, constipation, ovarian cyst, headache, diabetes mellitus and von hippel-lindau disease outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, cerebrovascular accident, constipation, cystitis, diabetes mellitus, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and von hippel-lindau disease to be related to essure (ess205). The reporter commented: previously reported inserted essure insertion date was 2016 essure did not worsen a previously existing injury/condition plaintiff was taking benlasaeine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion, everything was fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.